Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen abnorm bleed/abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included metrorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), renal failure ("kidney failure/other injury(ies) or complication please describe: kidney failure") and emotional distress ("psych injury/emotional injury"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, renal failure and emotional distress outcome was unknown. The reporter considered emotional distress, genital haemorrhage and renal failure to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: case updated to serious incident. Reporter information and essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of genital haemorrhage ('gen abnorm bleed/abnormal bleeding (general)') .in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: metrorrhagia. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), renal failure ("kidney failure") and emotional distress ("psych injury/emotional injury"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, renal failure and emotional distress outcome was unknown. The reporter considered emotional distress, genital haemorrhage and renal failure to be related to essure. The reporter commented: she received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011, total bilateral occlusion.; imaging procedure: on (B)(6) 2011, essure confirmation test(s) (unspecified) bilateral occlusion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-jan-2022, quality safety evaluation of product technical complaint (ptc). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.